Event description:
Caller reported compact plus system blood glucose result of 68 mg/dl, had hypoglycemia symptoms, ate some food. Retest result within 10 minutes was 38 mg/dl, customer drank some juice. 30 minutes later the customer tested and obtained a result of 68 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.